Event description:
It was reported the patient presented to the hospital for a routine follow-up visit. A holter was done because the patient, who was pacer dependent, was not feeling well recently. Missing atrial and ventricular beats were observed, as well as no pacing spike. Atrial and ventricular oversensing was also noted. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.